Manufacturer narrative:
Film evaluation results are: the exact cause of the proximal type I endoleak could not be conclusively determined from the three pre-implant 3d recon images prov ided. Additional pre-implant films, and films during the index procedure were not provided. The proximal aortic neck to the mid aaa were angulated ~ 110 deg, l-r. It is possible that the highly angulated proximal aortic neck may have contributed to the event. Off-label, unapproved or contraindicated use (angulated aortic neck).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 27 mm to 25 mm in diameter moving distally along a 16.8 mm length. It was reported that, during the index procedure, an angiogram revealed a proximal type I endoleak. The physician elected to implant aptus endoanchors and the event was resolved. Per the physician, the cause of the event was due to the patient anatomy of a difficult proximal aortic neck angle. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.